Event description:
It was reported the patient had acute pain at an unknown location. The patient had been complaining of pain and they thought that ¿battery acid was coming from the stimulator.¿ it was noted the patient suffers from dementia. It was noted the patient is regularly monitored but their health care professional and that there were not any other issues at the time. No reports that therapy were not working. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # v002159, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # j0555411v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).